Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers ramping up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or weak battery alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had a keypad anomaly. The blood glucose at the time of the incident was 160 mg/dl. The customer states the number kept ramping. The battery was removed and replaced. After the battery change the keypad became unresponsive. Troubleshooting was not able to resolve the issue. The device will be returned for analysis